Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the infusion set cannula kinked upon insertion. The infusion set was inserted at 7 a.m. She went to work at 8 a.m., and started to have elevated blood glucose in the range of 12-16 mmol/l. Pt delivered insulin injections to lower her blood glucose. She changed the infusion set and is now using a different type. Infusion set was replaced and requested for eval. The tp did not require treatment from a healthcare professional or second party to address the issue. No add'l details were provided.